Event description:
This rv lead was implanted on (B)(6) 2008 and was capped on (B)(6) 2016 due to high pace impedance greater than 2000 ohms. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).